Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The occupation is lay user/patient.

Event description:
The initial reporter stated she had an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated that she tested a sample using the meter and received a result of 1.1 inr. The display showed the result overlaid with "error 6" simultaneously. The reporter stated she had trouble interpreting this result. It is possible a value could be misinterpreted if overlaid in this manner. The reporter re-tested and did not see "error 6" overlaid the second result. The reporter performed a display check and saw "888". There were no segments missing from the result field of the display.